Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and labeling. Based on a review of this information, the following was concluded: a kink in a guidewire was observed when evaluating complaint record (B)(4), but the exact cause of the kink could not be determined from the sample. An open 4.5 fr micro introducer kits was returned for investigation. A kink in the returned guidewire was observed 1.8 cm from the distal tip of the wire. The adjoining coils in the wire were dislocated, which prevented the wire from passing through the introducer needle. Residue from use was observed along the length of the wire. Due to the condition of the sample, it is possible that the wire was damaged during use; however, the exact cause could not be determined. A review of the manufacturing records showed no evidence that the damage was caused by the manufacturing process. A lot history review (lhr) of recr0167 showed no other similar product complaint(s) from this lot number.

Event description:
During evaluation the returned micro introducer kits, a kink was observed in one of the returned guidewires.